Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The complainant indicates the use of cellugel as a viscoelastic, which is not qualified for use with associated iol model.. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been one other complaint reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a cataract extraction with intraocular lens (iol) implant procedure, the blue or white threads stuck to the iol. There was patient contact. Additional information has been requested. There are four medical device reports associated with this report. This report is for two of four.